Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe 1ml dn 26ga 3/8 sp120 had a sterility breach. No serious injury or medical intervention was reported. Verbatim: "when opening a main box with syringes bd plastipak, a pharmacy technician responsible for carrying out of radiopharmaceutical preparations, noticed that the packaging of a 1 ml syringe contains 2 syringes, one of which has not a needle protection: risk of pricking during unpacking. (Photo!)"

Manufacturer narrative:
Investigation: one photo sample was provided to our quality engineer for investigation. Through visual inspection, two syringes were observed in a single unit pack, one with a missing protector. A device history review was performed for reported lot 1804078, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Although no direct issue was identified in our manufacturing records, it was confirmed the root cause of this defect was a failure in the pick-and-place system. As a result of this failure, the additional syringe fell inside the blister, loosing its protective shield. All product is subject to visual and functional testing prior to release to avoid defects.

Event description:
It was reported that bd¿ syringe 1ml dn 26ga 3/8 sp120 had a sterility breach. No serious injury or medical intervention was reported. Verbatim: "when opening a main box with syringes bd plastipak, a pharmacy technician responsible for carrying out of radiopharmaceutical preparations, noticed that the packaging of a 1 ml syringe contains 2 syringes, one of which has not a needle protection: risk of pricking during unpacking. (Photo!)".